Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.50 x 12mm synergy¿ stent was advanced but failed to cross the mid rca. The device was removed and it was noted that the stent strut was lifted. Pre-dilatation was then performed with a balloon catheter and a non-bsc stent was used to complete the procedure. No patient complications nor injuries were reported.